Event description:
Dr. Performed lap chole using handle (gk382r). After procedure, it was noted that shaft had burn mark on tip. Possibly small pieces missing from tip of shaft, but not known where. No x-rays were taken because facility felt it wouldn't be caught on x-ray. Facility is retaining sample. No prolonging of surgery. Patient discharged and there were no adverse effects to the patient as a result of the incident. Several attempts were made to obtain a copy of the facility's medwatch report from facility.